Event description:
Procedure: open gastric bypass/roux-en-y. Reportedly, the stapler clamped down on tissue of the stomach, and could not open after firing to remove. The surgeon used scissors to cut the tissue away to free the instrument. Patient status fine.